Manufacturer narrative:
A replacement spectrum smart cable was provided to the customer and the spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the reported issue. The image produced by the cable would cut out when manipulated. Since the customer had already received a replacement cable, the returned cable was scrapped. Corrective action is not required at this time, verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the image would go out when the spectrum smart cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.